Event description:
The customer observed false reactive alinity I cmv igg results for a 22 year old female patient. The following data was provided: (B)(6) 2024 sid (B)(6) initial result was <250 au/ml, repeats were >11 au/ml and 0.3 au/ml no impact to patient management was reported. Updated/corrected information provided by the customer: result 1: >250 au/ml result 2: < 11 au/ml (for 1/10 auto-dilution) result 3: 0.3 au/ml (for neat sample).

Manufacturer narrative:
Section b5 was updated to include updated/correct data that was provided by the customer. Section d4 expiration date was updated from 2/22/2025 to 10/4/2024. Section d4 - primary UDI number was updated from (B)(4). Section h4 - device mfg date was updated from 9/16/2023 to 11/8/2023. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity, however, no related trends were identified. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 56520fn00 and the complaint issue. In-house specificity testing was completed using an in-house retained kit of lot number 56520fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation the alinity I cmv igg reagent lot 56520fn00 is performing as intended, no systemic issue or deficiency of the alinity I cmv igg reagent was identified.

Event description:
The customer observed false reactive alinity I cmv igg results for a 22 year old female patient. The following data was provided: 23feb2024 sid (B)(6)initial result was <250 au/ml, repeats were >11 au/ml and 0.3 au/ml no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p42-22 has a similar product distributed in the us, list number 7p42-24/-33.